Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted component confirms the reported device loosening. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation did not identify the root cause of the device loosening. There was no evidence of material or component contribution to the loosening of the patient's components. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the diaphyseal sleeve and stem.